Event description:
I was not adequately informed of the risks of prk eye surgery. I was near -11 diopter and was told I was still a candidate. The only real advice I was given prior to surgery is that I may need to come in for minor corrections after and may still need glasses to read. Less than one year after surgery, I developed severe corneal hazing/scarring which drastically reduced my vision. I was unable to drive or perform work functions. I sought out the help of a cornea specialist who put me back under the laser to remove more cornea material and the hazing. A few months after that, one eye developed 4+ hazing again and had to undergo ptk surgery. As of today, besides the residual hazing I have chronic severe dry eye which forces me to go through a bottle of soothing drops every few weeks, and I am still having to take one dose per day of pred forte steroid eye drops and restasis eye drops twice per day. This regimen, I am told, will drastically increase my risk for retinal detachment and/or glaucoma later in life. I also have to wear a contact lens in one eye to allow me to drive and continue to work. The contact lens combined with the dry eye put me in a situation worse than when I started, and I am still unable to achieve pre-surgery levels of vision. I have discouraged every person who has asked me from undergoing this procedure or any like it - lasik, prk, customvue.